Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The IFU provides information to examine the outflow graft package. It must be unopened and without visible damage. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the outflow graft was removed from the sterile packaging, inspected and did not show any visible tears. The strain relief was applied over the graft. The end of the graft was dilated and applied over the outflow of the hvad and was secured in place by tightening the screw within the clip. The graft was then checked for kinks, whereby it was noted there was a tear near the outflow of the hvad. There were no adverse events to the patient as this was prior to implantation and the graft was not biologically contaminated. The graft was replaced.

Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The outflow graft #(B)(4) was returned to heartware for evaluation. Review of the manufacturing and inspection records confirmed that the associated graft met all requirements prior to release. The reported event of "tear in the outflow graft" was confirmed via visual inspection which revealed a tear in the outflow graft material near the end of the graft. Based on similar investigations, the cause of outflow graft tears may be attributed to forced connection between the strain relief clamp and the outflow conduit and/or incorrect positioning of the outflow graft during installation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of tears or cuts in the outflow graft has been attributed to design issues. Heartware has initiated an investigation to evaluate outflow graft damages. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.